Manufacturer narrative:
Preliminary analysis confirmed intermittently high atrial lead impedance (above 3000o) and it revealed two different patterns of atrial noise oversensing with non-physiological electrical signals. One noise pattern is suspicious of an atrial lead issue and/or a lead connection issue. The second pattern is typical of electromagnetic interferences (emi) and/or myopotentials.

Event description:
Reportedly, between (B)(6) 2018 and (B)(6) 2018, the patient implanted with the subject pacemaker went four times to the hospital due to abdominal extracardiac stimulation. In this period, the pacemaker mode was reprogrammed several times in order to reduce the frequency of ventricular pacing. In particular, on (B)(6) 2018, when the atrial lead impedance was measured, it was over 3000 ohms in bipolar setting and sensing was not available. The pacemaker mode was reprogrammed to vvi mode, 40min-1. On (B)(6) 2018, measurement was performed on the atrial lead in unipolar setting and the values were confirmed to be within the normal range. The pacemaker was reprogrammed to ddi mode, 40min-1, and long av delay. On (B)(6) 2018, abdominal extracardiac stimulation was intermittently confirmed along with the ventricular pacing output. The pacemaker mode was changed from ddi to safer. On (B)(6) 2018, the atrial lead impedance was measured and confirmed to be over 3000 ohms even in unipolar setting. Lead measurements showed high atrial lead impedance over 3000 ohms since the beginning of november. In addition, av block episodes were observed. As abdominal extracardiac stimulation was confirmed at 3.0v, the ventricular pacing output was reprogrammed from 3.5v to 2.0v. The patient had been hospitalized in another hospital due to acute heart failure and on (B)(6) 2018 a re-intervention was performed. The pacemaker was removed from its pocket and the atrial lead was disconnected. Atrial lead pull test was not performed. The atrial lead was measured with psa in both unipolar and bipolar setting and no anomaly was confirmed. The physician reconnected the atrial lead to the pacemaker and pull test was performed, however no connection anomaly was confirmed. In order to improve the symptom of abdominal extracardiac stimulation, the tip of the ventricular lead was attempted to be moved to the ventricular septum, however, as the lead was adhered to tissue and could not be moved, the tip was again placed in the part of the ventricular apex where abdominal extracardiac stimulation did not occur at 5.0v. The most probable cause of high atrial lead impedance was considered to be connection failure between the pacemaker and the atrial lead, and the atrial lead was decided to be continuously used. The leads were re-connected to the pacemaker and the procedure was completed. No cardiac perforation was observed.

Manufacturer narrative:
Please refer to the attached analysis report. - attachment: [20190211 - file-2018-03746 - analysis_and_closure_report_resp-2019-00013.pdf].

Event description:
Reportedly, between (B)(6) 2018 and (B)(6) 2018, the patient implanted with the subject pacemaker went four times to the hospital due to abdominal extracardiac stimulation. In this period, the pacemaker mode was reprogrammed several times in order to reduce the frequency of ventricular pacing. In particular, on (B)(6) 2018, when the atrial lead impedance was measured, it was over 3000 ohms in bipolar setting and sensing was not available. The pacemaker mode was reprogrammed to vvi mode, 40min-1. On (B)(6) 2018, measurement was performed on the atrial lead in unipolar setting and the values were confirmed to be within the normal range. The pacemaker was reprogrammed to ddi mode, 40min-1, and long av delay. On (B)(6) 2018, abdominal extracardiac stimulation was intermittently confirmed along with the ventricular pacing output. The pacemaker mode was changed from ddi to safer. On (B)(6) 2018, the atrial lead impedance was measured and confirmed to be over 3000 ohms even in unipolar setting. Lead measurements showed high atrial lead impedance over 3000 ohms since the beginning of november. In addition, av block episodes were observed. As abdominal extracardiac stimulation was confirmed at 3.0v, the ventricular pacing output was reprogrammed from 3.5v to 2.0v. The patient had been hospitalized in another hospital due to acute heart failure and on (B)(6) 2018 a re-intervention was performed. The pacemaker was removed from its pocket and the atrial lead was disconnected. Atrial lead pull test was not performed. The atrial lead was measured with psa in both unipolar and bipolar setting and no anomaly was confirmed. The physician reconnected the atrial lead to the pacemaker and pull test was performed, however no connection anomaly was confirmed. In order to improve the symptom of abdominal extracardiac stimulation, the tip of the ventricular lead was attempted to be moved to the ventricular septum, however, as the lead was adhered to tissue and could not be moved, the tip was again placed in the part of the ventricular apex where abdominal extracardiac stimulation did not occur at 5.0v. The most probable cause of high atrial lead impedance was considered to be connection failure between the pacemaker and the atrial lead, and the atrial lead was decided to be continuously used. The leads were re-connected to the pacemaker and the procedure was completed. No cardiac perforation was observed.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, between (B)(6) 2018 and (B)(6) 2018, the patient implanted with the subject pacemaker went four times to the hospital due to abdominal extracardiac stimulation. In this period, the pacemaker mode was reprogrammed several times in order to reduce the frequency of ventricular pacing. In particular, on (B)(6) 2018, when the atrial lead impedance was measured, it was over 3000 ohms in bipolar setting and sensing was not available. The pacemaker mode was reprogrammed to vvi mode, 40min-1. On (B)(6) 2018, measurement was performed on the atrial lead in unipolar setting and the values were confirmed to be within the normal range. The pacemaker was reprogrammed to ddi mode, 40min-1, and long av delay. On (B)(6) 2018, abdominal extracardiac stimulation was intermittently confirmed along with the ventricular pacing output. The pacemaker mode was changed from ddi to safer. On (B)(6) 2018, the atrial lead impedance was measured and confirmed to be over 3000 ohms even in unipolar setting. Lead measurements showed high atrial lead impedance over 3000 ohms since the beginning of (B)(6). In addition, av block episodes were observed. As abdominal extracardiac stimulation was confirmed at 3.0v, the ventricular pacing output was reprogrammed from 3.5v to 2.0v. The patient had been hospitalized in another hospital due to acute heart failure and on (B)(6) 2018 a re-intervention was performed. The pacemaker was removed from its pocket and the atrial lead was disconnected. Atrial lead pull test was not performed. The atrial lead was measured with psa in both unipolar and bipolar setting and no anomaly was confirmed. The physician reconnected the atrial lead to the pacemaker and pull test was performed, however no connection anomaly was confirmed. In order to improve the symptom of abdominal extracardiac stimulation, the tip of the ventricular lead was attempted to be moved to the ventricular septum, however, as the lead was adhered to tissue and could not be moved, the tip was again placed in the part of the ventricular apex where abdominal extracardiac stimulation did not occur at 5.0v. The most probable cause of high atrial lead impedance was considered to be connection failure between the pacemaker and the atrial lead, and the atrial lead was decided to be continuously used. The leads were re-connected to the pacemaker and the procedure was completed. No cardiac perforation was observed.